Event description:
This was a cardiac vascular intervention case performed in the cath lab to treat the stenosis in the lad #7 and #9. The physician began the procedure using an elca to ablate the lesion. After 6 lasing trains, the physician performed coronary angiography and a perforation of the lad#7 was discovered. The perforation was treated successfully with a perfusion balloon catheter. The physician placed a stent graft in the lad #7 and the procedure was completed.